Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of blood result reading of "hi". Customer states that she feels well and requires no medical attention. Customer's expected blood results are 115-150mg/dl. Verified the strips expire 09/30/2017 and first opened the test strips (B)(6) 2015. Customer confirms the strips are stored properly. Customer performed a back to back blood test 589mg/dl and 562mg/dl not fasting. Reviewed meter memory: hi; (B)(6) 2015; 07:19:36 pm; fasting: no, hi; (B)(6) 2015; 07:17:36 pm; fasting: no, 483mg/dl; (B)(6) 2015; 01:28:36 pm; fasting: no, 460mg/dl; (B)(6) 2015; 09:31:36 pm; fasting: no, 538mg/dl; (B)(6) 2015; 06:47:36 pm; fasting: no. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction:high glucose value above range.

Event description:
Consumer complaint of blood result reading of "hi". Customer states that the she feels well and requires no medical attention. Customer's expected blood results are 115-150mg/dl. Verified the strips expire 09/30/2017 and first opened the test strips (B)(6) 2015. Customer confirms the strips are stored properly. Customer performed a back to back blood test 589mg/dl and 562mg/dl not fasting. Reviewed meter memory: (B)(6). No adverse event reported.